Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the unicel dxc 800i synchron access clinical system. The fse inspected the instrument and found crack in the flowcell causing false results. The fse replaced the flowcell with a new one to resolve the issue. No further issues noted after replacing flowcell. Instrument returned to normal operation. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported generation of false high sodium (na) and calcium (ca) patient results on their dxc 800i clinical chemistry system. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The exact number of patient samples affected is unknown, the customer did not provide patient demographics or patient data.